Manufacturer narrative:
H.10. For the reported event, the result of the investigation is unconfirmed for the reported catheter rupture failure mode issue. There was a kink noted on the inner and outer at the exit of the strain relief. The method of packaging may have contributed to this. The kinks were unlikely to have been manufacturing related as catheters are 100% visually inspected for visual defects during manufacture. A definitive root cause could not be determined. The device is labelled for single use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 436-2512x savvy long otw pta catheter experienced retraction issues and material rupture. The device was used on the patient with no reported injury. The age, weight, and sex were not provided.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 436-2512x savvy long otw pta catheter experienced material rupture. Of this event, the device was used on the patient with no reported injury. The age, weight, and sex were not provided. The 436-2512x savvy long otw pta catheter was never returned to the manufacturer for evaluation. With this data, the investigation is inconclusive for the reported failures. A definitive root cause could not be determined. The device is labelled for single use.